Manufacturer narrative:
The reported event that screwdriver blade variax ao, t7, self retaining was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over torque. The device inspection revealed the following: the screwdriver blade was received in two parts as the broken tip also has been returned. The visual examination clearly indicates that far too much mechanical force (over torque) has been the cause of this tip breakage. Some cracks are clearly evident, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage. The root cause of the failure was repeated powerful dynamically overload during use. Note that also discoloration / deformation at the very front is clearly evident which indicates this once more. The ao coupling as such is still intact. According to the product bulletin ¿variax update" (ref# (B)(4)) there is no indication pointing to any device mechanical deficiency: "torsional strength: very importantly, the engineered failure mode of the blade system is ductile torsional deformation of the blade. This mode of failure is designed to protect the patient from brittle, steel-fragment-producing failure. Because the stryker design team did not want to compromise this inherent safety feature (by reducing ductility to increase strength), the torsional strength of the system has been retained but nor significantly increased. Note that a ductile deformation of the blade is evidence of application of excessive torque by the blade user." Please note, what is stated in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!.¿ furthermore, ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ also, ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the tip of the driver broke when the surgeon was inserting a screw. The broken tip was removed from the screw head and the screw was completely tightened by other driver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, the tip of the driver broke when the surgeon was inserting a screw. The broken tip was removed from the screw head and the screw was completely tightened by other driver.